Event description:
It was reported that the customer experienced a low blood glucose level of 45mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Technical support assisted the caller with updating the bolus insulin duration setting and advised checking with a healthcare professional whenever settings are updated, which the caller acknowledged.